Event description:
A customer contacted beckman coulter regarding erroneously elevated thyroid function results that were generated by the access 2 instrument. The access 2 instrument generated results (see b6) above the normal range for free-t4 (ft4), free-t3 (ft3), total-t3 (tt3) and total-t4 (tt4). The instrument generated a result below the normal range for thyroid stimulating hormone (tsh). The customer indicated that results were questioned by the physician. The physician did not believe the pt to be thyrotoxic and lab was contacted to verify the result. The pt's sample was retested and the repeated results correlated with the initial thyroid function test results (actual repeat test results were not provided by the customer). The customer indicated that the sample was sent to reference lab for additional thyroid function testing. The pt sample tested within the normal ranges (see b6) for thyroid function tests at the reference lab. The customer indicated that the elevated thyroid function results generated by the access instrument pointed towards a diagnosis of hyperthyroidism. Based on these results, the pt was treated for hyperthroidism. The treatment was discontinued after the test results (within the normal reference ranges) from the reference laboratory became available.